Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with hysterectomy/bso, extraperitoneal colpopexy, anterior and posterior colporrhaphy and cystoscopy on (B)(6) 2010 due to uterovaginal prolapse, cystocele/rectocele, sui, weakened pubocervical fascia and meshes were implanted. It was reported that the patient underwent robotic assisted laparoscopic sacral colpopexy and diagnostic cystoscopy on (B)(6) 2012 due to enterocele/vaginal vault prolapse and slowing of urinary stream. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/19/2015. Additional patient codes: (B)(4)-prolapse-not labeled, (B)(4)-urinary problems-not labeled. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent surgical procedure on (B)(6) 2012 and restorelle coloplast was implanted due to enterocele, vaginal vault prolapse, and slowing of urinary stream. No additional information was provided.